Event description:
As taken from voluntary medwatch form: physician inserted cannula into lumbar spine, felt resistance and removed the cannula. At the time of removal, the physician noted that a piece was missing from the tip. An x-ray was done to help locate the tip. No trace of the tip was identified in the x-ray. Two additional cannulae from the same company were used successfully and without incident during the procedure. The specific lot number for the broken cannula is unknown, so the lot numbers for the three used during the procedure have been listed. Add'l info obtained from initial reporter: pt status as of 2007: no adverse reaction and add'l care was not required.

Manufacturer narrative:
Add'l lot numbers: 600374, 193690.